Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of failed battery test, weak battery and motor error from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that the pump alarmed motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that he changed his battery and received a failed battery test. The customer was advised to insert new aaa alkaline battery. The customer received a failed battery test. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error. The pump was received with normal operating currents. The pump passed the off no power and self tests. No unexpected failed battery or weak battery test alarms were noted. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.